Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and an inappropriate shock. Technical services (ts) reviewed the strips and all vectors exhibited noise. The noise appears to be myopotential rather than indicative of an electrode issue. Possible causes were discussed and troubleshooting efforts were recommended. No additional adverse patient effects were reported. The device remains in service.